Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/lower quadrant pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and allergy to metals ("allergic reactions associated with nickel allergy"). On an unknown date, the patient experienced migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (pelvic surgery on (B)(6) 2014/hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia and allergy to metals outcome was unknown and the genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, migraine and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received. Reporter information updated. Updated outcome. On 23-jul-2018: pfs received - the only information extracted was aka for name. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/lower quadrant pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and allergy to metals ("allergic reactions associated with nickel allergy"). On an unknown date, the patient experienced migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (pelvic surgery on (B)(6) 2014/hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, allergy to metals and migraine outcome was unknown and the genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and medical record received: the event abnormal vaginal bleeding, menorrhagia, migraines, headaches added. Events outcome, lab data, reporters, events outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/lower quadrant pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and allergy to metals ("allergic reactions associated with nickel allergy"). The patient was treated with surgery (pelvic surgery on (B)(6) 2014). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dyspareunia and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.